Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent partial removal surgery and recurrent incarcerated hernia repair surgery on (B)(6) 2012 during which the surgeon resected a portion of the previously placed mesh, which was noted to be loose and not covering the defect. That portion of the mesh was removed, and the remaining defect was repaired. It was reported the patient experienced severe pain, scarring, inflammation, loss of appetite, stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to FDA:05/21/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.